Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: 3.0x12 mm trek nc, guide wire: whisper es. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left circumflex coronary artery that was mildly tortuous and mildly calcified. A xience prime 2.75 x 33 mm stent was deployed. After post-dilatation with a 3.0 x 12 mm trek nc balloon, an edge dissection was noted at the proximal edge of the stent. A xience prime 3.0 x 18 mm was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.